Event description:
A pt was implanted with miniarc in 2009. Four months later, she experienced extrusion, the site reported the severity as mild. The sling was removed two weeks later and a tvt was implanted.